Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient developed and infection and pain at the implant site. Subsequently the device was explanted on (B)(6) 2015. The device has not been made available for analysis as of the date of this report, (B)(6) 2015.